Manufacturer narrative:
The customer stated that qc recovery was acceptable. The investigation determined that the cause of the event is consistent with pre-analytic sample handling issues. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for k results for 1 patient sample on a cobas 8000 cobas ise module. On (B)(6) 2022, two samples were collected from the patient at the same time. On (B)(6) 2022, the initial k result from the first sample was 5.9 mmol/l. The sample was repeated two more times and the result both times was 6.0 mmol/l. The result of 6.0 mmol/l was reported outside of the laboratory. On (B)(6) 2022, the second sample was repeated and the k result was 5.2 mmol/l. The repeat result of 5.2 mmol/l was deemed correct. The k electrode lot number is j8377. The expiration date was requested but not provided.